Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the audio bolus feature on the pump was not functioning. The pt stated that she is blind and relies on the feature to deliver bolus doses.